Event description:
During embolization of a dural arteriovenous fistula, the physician was using syringe to infuse onyx.. After one syringe full, when changing the empty syringe for a full syringe, the male component of the luer-lock syringe broke off, and it could not be separated from the hub of the catheter. The procedure was not completed as intended. The patient was not harmed.